Event description:
Dealer stated that the calf pads on a solara3g tilt in space wheelchair are stripping off of the hardware.

Manufacturer narrative:
(B)(4) - invacare awareness date (B)(4) 2013. Complaint was not given to regulatory affairs for processing until (B)(4) 2013.